Manufacturer narrative:
This is one event for the same patient involving two separate products; associated mdrs #1225714-2013-03850 and 03851.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.